Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection and found the sensor needle bent inside the sensor. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
The customer reported via telephone call that she had to replace the sensor twice due to calibration errors. The customer reported receiving a change sensor alert without two calibration error alerts. She reported that the sensor reading was 72 mg/dl when the blood glucose reading was 120 mg/dl and 48 mg/dl when the blood glucose reading was 127 mg/dl. The customer also reported that the insulin pump went into threshold suspend during these times. The customer reported no delayed or incorrect entry of a blood glucose reading. The customer was advised on proper calibration. The customer was unable to run a test plug procedure.